Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia while using teflon infusion sets, with reports of occasional wet sites and insulin odor, and the user did not routinely check for kinks or change sets when high glucose occurred. Symptoms included elevated blood glucose up to 350 mg/dl without loss of consciousness, dka, or other acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no hospitalization, and consultation with the endocrinologist without identification of a definitive cause. Investigation included troubleshooting and education regarding infusion set management, site changes when leakage is suspected, and review of device alerts for prolonged hyperglycemia. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from infusion site issues such as leakage or occlusion not confirmed due to lack of available lot information and no device return. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.